Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's plastic adaptor fits in the tube however, it was dislodged after the patient had been intubated. It was identified that the white adapter in the tube came out of the tube itself while the ambu bag was being disconnected. There was no patient injury.